Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 36cm and 37cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: an arch shaped split similar to a 'c' shaped split. Granular fracture surface texture (typical of tearing failure modes). Varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after insertion, fluid leakage was confirmed at a position of 36 cm from the tip. There was no reported patient injury. Additional information received: it was reported the leak was internal, identified using x-rays. No serious harm or injury happened to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after insertion, fluid leakage was confirmed at a position of 36 cm from the tip. There was no reported patient injury. Additional information received: it was reported the leak was internal, identified using x-rays. No serious harm or injury happened to the patient.